Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who underwent a neurostimulator trial. It was reported the patient had an infection after their spinal cord stimulation trial. During the trial, the patient's sterile dressing had sweated off during the first 24 hours post-operation. The patient went into the emergency room (ER) and had it recovered. The patient again sweated it off over the next 24 hours and went back again to have it recovered and checked for any infection as there was some swelling at the lead insertion site. Mid trial, the patient was reprogrammed and the rep was unable to get good pain coverage for the patient's lower back pain. The stimulation was mostly in the legs, groin, and lower buttocks. The doctor pulled the leads and ended the trial as the patient was getting no relief and his other upper back pain seemed more pronounced. The doctor looked at the insertion sight and did not think it looked abnormal but prescribed antibiotics prophylactically because it had been uncovered. The next day, (B)(6) 2016, the patient told the rep he went to the hospital, where they tested him and found that he had an infection. The patient noted that he stayed in the hospital until (B)(6) 2016. The patient was treated with penicillin. It was noted the issue had resolved at the time of this report. The patient's status was alive with no injury. No surgical interventions had occurred or were planned regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.